Event description:
Total hip arthroplasty was done with s-rom. It was noted by the x-ray immediately after the surgery that a stem trial remained in the pt's body. Instantly, another surgery was done to remove the stem trial. According to the doctor, during insertion, the stem trial became uncoupled from the trial body in the femoral medullary space. The operation time extended for about 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.